Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had gone to the hospital emergency room with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. Once at the hospital emergency room it was confirmed that the patient had signs of diabetic ketoacidosis. The patient continued to wear the pod and received fluids as well as a sandwich and juice. The patient was released from the hospital emergency room after 5 hours. It should be noted the patient changed their inulin to carb ratio from 1 to 6 to 1 to 8 about a week ago per the instructions of their doctor. The patient's blood glucose history are as follows: time: 3/3: 5:56 pm, bg(mg/dl): 180; 7:45 pm, >500; 11:16 pm, >500; 3/4: 2:00 pm, 380; 7:00 pm, 224; 7:10 pm, 220.